Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool broke while being cleaned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool broke while being cleaned. They have ongoing issues with hemopro2 energy switch and cutting tool overheating and failure of device to properly seal branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - event description changed.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 18feb2020 and evaluated on 05mar2020. Signs of clinical use was observed. Microscopic inspection was conducted. A visual inspection determined that the heater wire was completely flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the heater wire. No other visual defects were observed. Based on the returned condition of the device, it is confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool broke while being cleaned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.